Event description:
It was reported that during the implant procedure, the catheter split in two parts while slitting. There was also difficulty re-engaging the slitter and gaining an appropriate grasp of the subselector to continue the slitting process. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The proximal segment of the delivery catheter was returned and analyzed. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The mechanical operation of the catheter was damaged during use and the catheter shaft was bent. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.